Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserted the catheter in the intensive care unit or emergency room, the lower part came off the urine collection drain bag port when the catheter was replaced in ward 3b, so it was discontinued. Apparently, the part of the urine collection port that was held in place with tape came off.